Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the generator was pacing faster than the rate it was set to. The generator passed all incoming tests with no anomalies found. (B)(4).

Event description:
It was reported that the pacing rate of the external pulse generator was higher than the rate it was set to. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the pacing rate of the external pulse generator was higher than the rate it was set to. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.